Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl to 500 mg/dl. Customer mentioned the device alarmed no delivery alarms and made a humming noise. Customer had to constantly reprogram the time. During troubleshooting, device passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no excessive no delivery alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No audio/beep or reset time/date anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.